Manufacturer narrative:
Additional information was received with the replacement surgery operative report on (B)(6) 2018. On (B)(6) 2018 unilateral prosthesis replacement with a mentor smooth round moderate profile 475cc saline prosthesis. The prosthesis was ultimately filled to 500ccs. There were no procedural complications. The prosthesis associated with this report was not replaced. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: mentor smooth round moderate profile 475cc saline prosthesis, catalog #3501680, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient had a mentor smooth round moderate profile 475cc saline prosthesis (right) and an unknown mentor saline prosthesis implanted (left) on (B)(6) 2012. On (B)(6) 2018 left capsular contracture (baker's grade unknown), and right sided deflation was observed. As a result, an explant is scheduled for (B)(6) 2018. Mentor previously reported left sided deflation on (B)(6) 2018 (1645337-2018-04001). On (B)(6) 2018 mentor became aware that the reported deflation was right sided, and that the contralateral prosthesis had capsular contracture.

Manufacturer narrative:
On february 3, 2021 an additional event of deflation was reported with this device. This event is being reported under 1645337-2021-02085. Manufacturer¿s reference number: (B)(4) on february 26, 2021 mentor became aware that it erroneously reflected this device as explanted. The explant was unilateral. The right sided device was explanted. This report relates to the left prosthesis. 2. Is required intervention-uncheck. 2. Is other serious- check. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: n/a.